Event description:
It was reported that during repeating attempts to deploy the stent into the tortuous right internal carotid artery (ica), the stent subsequently deployed in the guiding catheter. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted the stabilizer distal end was protruding through the microdelivery catheter distal end. The stent was not present in the microdelivery catheter nor was it returned. The stabilizer was noted to be kinked and separated at the proximal end, distal to the hub, it appeared to have kinked then separated. The hub was not returned. The stabilizer was twisted on the mid shaft just distal to the proximal junction. No other anomalies were noted. The cause of the premature deployment cannot be definitively determined. Possible known causes are: failure of the user to sufficiently tighten the rhv securing the 2f stabilizer and 3f microdelivery catheter; using the 2f stabilizer catheter to advance the system, excessive interference between the guidewire and stent, and damage to the 3f microdelivery catheter caused by excessive force. From the information provided and the investigation, there is no indication of any device nonconformance of misuse that could have caused the event. It is most likely that resistance encountered in the highly tortuous anatomy proximal to the lesion caused the premature stent deployment as the physician attempted to deploy the stent at the target lesion. Therefore, the most probable cause of the reported event is operational context.

Event description:
It was reported that during repeating attempts to deploy the stent into the tortuous right internal carotid artery (ica), the stent subsequently deployed in the guiding catheter. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.